Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer found the cause and confirmed the erroneous result was due to the creatinine module assembly. Service replaced the creatinine module assembly and that resolved the issue with the erroneous results. Instrument software version is 5.4.08. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support eight patient crem results were erroneously low on their unicel dxc 800 pro synchron system. The results were amended. No change to patient treatment was reported and no adverse events are associated with this incident.